Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2023).

Event description:
It was reported that during a recanalization procedure through left superficial femoral artery (sfa) , the device tip allegedly separated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter loaded onto a sidekick support catheter was returned for evaluation. During visual evaluation, material separation was noted between the distal tip and outer catheter. Therefore, the investigation is confirmed for material separation. A definitive root cause for the reported material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through left superficial femoral artery, the device tip allegedly separated. The procedure was completed using another device. There was no reported patient injury.